Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer had unexplained low blood glucose. Caller states that after infusion set change, customer's blood glucose was 40 mg/dl, which was treated with food and glucose tablets. Customer's blood glucose then elevated to 41 mg/dl. Insulin pump was suspended and customer went outside and blood glucose elevated to 300 mg/dl. Troubleshooting could not be performed as customer was not available with insulin pump.